Event description:
The fourth of four reports of seizures from the same facility with the use of duragen plus 7.5x 7.5 (product (B)(4)) in 2011. Duragen was not suspected with the first two pts, but it was reported that the seizures immediately stopped right after removing the duragenplus (the day after the surgery). Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info. Add'l lot #'s: 1102027 or 1102738.